Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system. The hose was replaced to resolve the issue.

Event description:
The hospital reported the tubing disconnected from outlet fitting which could lead to loss of auxiliary oxygen. There was no patient involvement.